Event description:
On the initial MDR it was reported that the pin re-insertion surgery took place on (B)(6) 2012, however the surgery was on (B)(6) 2012. Additional information was received indicating that during surgery, the surgeon observed that the pin was not fully inserted. The implants were cleaned and the pin was re-inserted. Diagnostics following this procedure were said to be normal, however no specifics were provided. The patient has not had any additional issues and the x-rays will not be returned.

Manufacturer narrative:
Describe event or problem: corrected data it was inadvertently reported on the initial MDR that exploratory surgery took place on (B)(6) 2012. Surgery occurred on (B)(6) 2012

Event description:
It was initially reported that during a programming session, following a generator replacement on (B)(6) 2012, an error message stating "programmed setting not being delivered, possibly due to lead impedance, battery voltage, or other reason" was received. Diagnostics were performed and resulted in an impedance value of 6300ohms when the generator was programmed to 2.5ma. The output current was lowered to 1.75ma, and a normal mode diagnostic test was performed with the following results: output current = low, lead impedance = high, impedance value = 7084 ohms. The output current was then lowered to 1ma, and a system diagnostic test was performed with the following results: output current = ok, current delivered = 1ma, lead impedance = high, impedance value = 7333 ohms. The output current was then lowered to 0.5ma, and a system diagnostic test was performed with the following results: lead impedance = high, impedance value = 7700 ohms. It was reported that during surgery system diagnostics were also run with the following results: output current = ok, current delivered = 1ma, lead impedance = ok, impedance value = 5228 ohms. Diagnostics prior to the replacement were not provided. X-rays were taken, however they have not been sent to the manufacturer for review. The patient underwent a second surgery on (B)(6) 2012. During that surgery the lead pin was re-inserted into the generator. The generator and lead were not replaced at that time. Attempts for additional information are underway.